Event description:
The customer reported that the jaws of the device would no longer open. The vessel was sutured on either side of the device and the device was cut from tissue. There was no patient injury.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed no damage. The jaws were stuck shut with tissue between them and had to be pried open. Once pried open, the jaws opened and closed normally. Covidien lp (formally valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates information provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.